Manufacturer narrative:
The meter has been returned and an investigation is in process. A final report will be submitted once the investigation is completed. It should be noted: the customer was using test strips that expired on (B)(6) 2008. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 he performed a test using his adc blood glucose meter and received a reading of 95 mg/dl, which he believed was 'wrong". Customer further reported that he felt "fine" at the time and then experienced a loss of consciousness. Customer's girlfriend found him and called the paramedics. Upon arrival the paramedics received a reading "around 40 mg/dl" approximately 30 minutes to one hour after the adc reading. Customer was transported to a local healthcare facility where he was treated with an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips since the returned test strips were expired. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.